Manufacturer narrative:
Name medtronic minimed. Entity ID sp000133. Street 18000 devonshire street. City northridge. State ca. Zip code 91325. Zip four 1219. E1: patient city: mission. Patient country: canada . Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced infusion set detachment on (B)(6) 2026, attributed to sleeping and showering affecting adhesive integrity.